Manufacturer narrative:
Additional information: b5, b6. B5: upon follow up, it was reported that 18 days after hospital admission, the patient was discharged. On an unknown date, antibiotic treatment was discontinued and the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with an injection vancomycin (100mg, once in every 4th day, intraperitoneal, ongoing) and injection ceftazidime (50mg, once daily, intravenous, ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and is recovering from peritonitis. Pd therapy was ongoing. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.